Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)mfg site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Event description:
It was reported that the customer experienced hyperglycemia without hospitalization. It was reported that the high blood glucose values persisted after a set change. Troubleshooting found no problems with the insulin pump. The customer's blood glucose value was 401 mg/dl. The customer was advised to change the set and to use a new insertion site. The customer's blood glucose value lowered to 150 mg/dl after 3 hours. No further info was provided.